Event description:
It was reported that the menu screen on the external pulse generator was "bad," that it had vertical lines. The generator was returned for service. It was indicated on the return paperwork that there was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant (B)(4): the external pulse generator was returned and analysis confirmed the customer comment that the liquid crystal display (lcd) was out of specification, that segments were missing. Analysis also found that the heart lead flex, encoder flex, main printed circuit board, lcd screw, battery drawer, two board connector cables, the lead flex cover, battery release and upper and lower cases were contaminated and that the lower case was also broken.